Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/16/2017 with the following findings: review of the black box data and alarm history revealed multiple call service 088 alarms recorded. On investigation, the pump powered on and correctly performed ez-prime sequence. There was no duplication of the alleged call service 088 alarm. Unrelated to the original complaint, the battery compartment was noted to be cracked.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 088) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.